Event description:
On 10/21/2024, it was reported by a sales representative via (B)(4) that an ar-18800-04 driver shaft twisted during the case. The case was completed successfully with backup drivers. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the attached photo, which shows that the drive geometry at the distal end of the shaft has broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2022.